Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter hub junction during use. The following information was provided by the initial reporter: "the site started leaking blood immediately and then heard air when trying to draw back. I thought there was a malfunction and flushing with a little saline showed a leak of ns at the hub. I dc'ed it and then noticed a leak distal to the hub. I started an IV today with a 22# bd insyte autoguard catheter (the old beloved kind). The site started leaking blood immediately and then heard air when trying to draw back. I thought there was a malfunction and flushing with a little saline showed a leak of ns at the hub. I dc'ed it and then noticed a leak distal to the hub. The lot # is 2018396."

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter hub junction during use. The following information was provided by the initial reporter: "the site started leaking blood immediately and then heard air when trying to draw back. I thought there was a malfunction and flushing with a little saline showed a leak of ns at the hub. I dc'ed it and then noticed a leak distal to the hub. I started an IV today with a 22# bd insyte autoguard catheter (the old beloved kind). The site started leaking blood immediately and then heard air when trying to draw back. I thought there was a malfunction and flushing with a little saline showed a leak of ns at the hub. I dc'ed it and then noticed a leak distal to the hub. The lot # is 2018396."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.